Event description:
It was reported that before an unknown procedure, solid tone with error code '5' displayed during procedure. The connection between hand switch and scalpel had unexpected noise. The tissue pad of the scalpels was missing due to the error caused by surgeon when test (surgeon tested the scalpel without any tissue present which caused the tissue pad missing) . Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. There were no anomalies noted with the instrument tissue pad. The device was functionally tested with a generator. During functional testing on a generator an error code 5 was displayed. A probable cause of an error code 5 is blade damage. The device will stop activating, and either emit a solid tone or display an instrument error code 5 when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.